Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the skin reaction. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that an anchor fast endotracheal tube holder was placed on the patient and upon removal, the patient's cheeks were swollen in the area where the anchor fast hydrocolloid pads were sticking. The patient reported that the cheek area felt tight and tingly. A doctor prescribed solu-medrol IV and (B)(6). The patient felt better and was discharged the next day.